Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The relationship of the device to the reported event of death cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 28 jan 2022: it was reported that the patient has a primary disease of cavernous carotid aneurysm. At age 80 the patient had spinal canal stenosis surgery, at age 81 had cataract surgery in both eyes, and at age 84 had arthrosis surgery in the right knee. The sheath size used was an 8.2 fr. The vessel diameter of the puncture site was approximately 8.2mm, this was confirmed using digital subtraction angiography (dsa). It was presumed that there was a puncture of the posterior wall. The first puncture was unsuccessful, and the second puncture was successful. The physician does not believe that there was a problem with the puncture procedure, as posterior wall punctures and unsuccessful punctures are common. The size of the retroperitoneal hematoma was approximately 10cm x 15cm x 7cm. There was extensive retroperitoneal hematoma, and hematoma was also present in the sub peritoneal space and preperitoneal space. About an hour and a half after returning to the patient's room, the patient had right abdominal distension. A CT scan revealed a retroperitoneal and an extraperitoneal hematoma. The blood-sampling test showed that the patients' blood pressure dropped and that the hemoglobin level had dropped to hb 8.6 (at 18:00). Fluid resuscitation was performed, and the patient was monitored with blood tests. However, at 20:00, the hemoglobin level dropped to hb 5.9, and the patient went into hemorrhagic shock. Although a blood transfusion could help maintain normal blood pressure, the hemoglobin level did not improve. Therefore, the patient was transferred to the cardiovascular surgery of a general hospital because they suspected the hemorrhage was increasing. An emergency operation was performed. Hemorrhage from the site where the angio-seal device was used was observed, however, no vessel wall injury as an obvious source of hemorrhage could be located. The presence of other hemorrhage, such as from the posterior wall, could not be identified. A portion of the femoral artery was replaced with a synthetic vascular graft, and hemostasis was achieved. However, later again, the vital signs showed the patient went into shock, and the patient was diagnosed as abdominal compartment syndrome due to hematoma. After decompression laparotomy, vital signs stabilized.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a2, a3, b3, b5, b6, b7, d6a and h6 health effect codes. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Device manufacture date: unknown due to unknown lot number. Implanted date: date unknown. Explanted date: date unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility confirmed the puncture site under fluoroscopy, a treatment with an angio-seal device was performed by puncturing slightly below the midline of the femoral head without complications. Hemostasis was then successfully achieved using the angio-seal device. However, the patient developed a severe retroperitoneal hematoma 1-2 hours after the procedure and went into hemorrhagic shock. The patient was transferred to a general hospital. During surgery to remove the hematoma, the puncture site was checked and bleeding from the site, where the device was used, was confirmed. However, no bleeding from other sources was observed. In addition, the hematoma was not observed on the surface of the puncture site but spread to the retroperitoneum and extraperitoneal space. The patient was a low responder to both bay aspirin and clopidogrel, and therefore a loading dose of efient was administered. The pru on that day was lower than the reference value. High efficacy of the anti-platelet agents may have been a factor in this case of severe retroperitoneal hematoma. The patient was then transferred to another hospital and his condition remained critical. There was no problem with the angio-seal device itself. The physician reported that the issue might have been due to insufficient hemostasis by the angio-seal device because there was no bleeding observed from any site other than the puncture site. The procedure before deploying the device is unknown. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The blood loss was greater than 250cc's. The patient was unstable and still in serious condition. Patient did require surgical intervention to remove the hematoma. There was no equipment or other devices were used with the involved product.